Event description:
The pt had an ams elevate anterior graft implanted on (B)(6) 2012. It was reported that the pt was seen in the physician's office for an 8 week f/u visit on (B)(6) 2012. The physician noted that the pt had apical mesh exposure at the hysterectomy incision site. (The hysterectomy was performed at the time of graft implant). The pt is scheduled to have a mesh revision procedure on (B)(6) 2012, to trim mesh if needed and to close the incision site.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.